Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. All available UDI information is being provided. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that there was a refrigeration failure in an arctic sun device. Per wo evaluation, the cooling pump has no water flowing into the water tank, confirmed the damage and the cooling pump would be replaced. Per review of wo on 11jun2025, there was no patient involvement.

Event description:
It was reported that there was a refrigeration failure in an arctic sun device. Per wo evaluation, the cooling pump has no water flowing into the water tank, confirmed the damage and the cooling pump would be replaced. Per review of wo on 11jun2025, there was no patient involvement. Per sample evaluation results received via task on 16jun2025, it was reported that the per depot repair findings, alarm 34 (water temperature high) seen in event log. The service technician confirmed a chiller pump failure, but this likely would not cause the device to overheat the water above 42.5c.

Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue was isolated to a faulty chiller pump. The arctic sun 5000 was evaluated. During the evaluation it was found that the mixing pump has no water flowing into the water tank. Damage was confirmed. The cooling pump will be replaced. (Arctic sun 5000) alarm 34 water temperature high was displayed. Chiller pump was replaced. Product testing is complete and confirms the product meets servicing requirements. The device passed all tests and is ready for use. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. A review of the device history records did not show any problems or conditions that would have contributed to the reported issue. Correction: d, e, f, h. All available UDI information is being provided. Initial reporter name: (B)(6) hospital. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.